Event description:
Philips received a complaint by the customer on the v60, indicating that the v60 was giving a high o2 (oxygen) alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the v60 was giving a high o2 alarm. The device was connected to the wall o2 outlet which had an issue and was delivering 2200 pounds per square inch (psi). The customer then requested the part number for the replacement of the flow sensor assembly and o2 solenoid valves. The remote service engineer (rse) provided the customer with the part number of the flow sensor assembly and o2 solenoid valves to order and replace.

Manufacturer narrative:
H10: multiple attempts have been made on 11jan2024, 18jan2024, and 29jan2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.